Manufacturer narrative:
This complaint is still under investigation.

Event description:
Update: 10/25/2012; pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review. Patient demographics added.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code 2001721. A search of the complaint database finds additional reported incidents against lot codes 2135039, 2206531, and 2113786 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges metallosis, metal wear and elevated metal ions. Added stem alleged elevated metal ions. Updated patient harm. Added lawyer in the associated contact.